Event description:
It was reported that a right atrial (ra) lead had high threshold levels. During the revision procedure the lead was found to have virtually no slack and appeared twisted around the ventricular lead. The physician suspected possible twiddler's syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that there were no signs of twiddler¿s syndrome on the returned lead. There were no anomalies observed on the returned lead. All electrical testing was within specified parameters. Concomitant products: product ID model: addr01, implantable pulse generator, implanted: (B)(6) 2012; product ID model: 5092-58, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).